Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, upon sensor removal, patient found that sensor wire was protruding from skin. Patient removed the sensor wire. At the time of the event, patient reported no discomfort at insertion site. No medical intervention was necessary.